Event description:
Caller reported blood glucose results (B)(6) 2010 at 9:54 pm 195 mg/dl and 9:55 pm 51 mg/dl on the compact plus system. Reported a second, separate comparison of blood glucose results (B)(6) 2010 at 3:50 am 104 mg/dl and 3:52 am 47 mg/dl on the same system. The customer felt "low", self treated with orange juice based on her lower reading, felt better. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.